Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set had a retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter: the customer stated ¿since the button had already been pressed, the hcp could not press the button, with the needle kept unretracted.¿

Manufacturer narrative:
H.6. Investigation: bd received a sample and four (4) photos were forwarded to the manufacturing facility for investigation. Upon review of the photos, there is a bd pbbcs device with the IV needle appearing to have retraction failure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set had a retraction issue - does not retract (button will not engage) the following information was provided by the initial reporter: the customer stated ¿since the button had already been pressed, the hcp could not press the button, with the needle kept unretracted.¿